Event description:
It was reported that customer experienced difficulty pressing pump quick bolus/wake button, which required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer support instructed customer to press center of button firmly while supporting bottom of pump, and although screen turned on, button remained extremely difficult to press, replacement pump was arranged, and customer declined to share information about backup insulin therapy.